Event description:
Customer reported device = 66 mg/dl. Customer ate and glucose level increased to 100 mg/dl. Customer was not feeling well and went to the hosp at 5:30 -6:00 pm. Hosp = 186 mg/dl. Customer broke out in a sweat and went to the e.r. (ER) at 9 pm. Blood was drawn and result = 35 mg/dl. Customer was given a dextrose IV and released at 10 pm. No controls were used. A request was made for return product and replacement product was sent.